Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was sometimes unresponsive. During troubleshooting, tandem technical support advised the customer to push in the center of the buttons intentionally; customer acknowledged. The customer reported she "sometimes isn't paying attention" and may not be pushing in the center of the button. Customer declined further troubleshooting. The customer's blood glucose level was 355 mg/dl.